Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was at 30% prior to the customer going to sleep. Reportedly, the pump battery depleted during the night and the was off when the customer woke up. The customer connected the pump to a power source and was able to turn the pump back on. The customer's blood glucose (bg) level was impacted (400s mg/dl). The customer delivered a manual injection to correct elevated bg level. The customer's bg level had lowered to 150 (mg/dl) at the time of the call. Review of the pump data by tandem technical support showed that the pump battery depleted from 25% to 1% within 2 hours. It was indicated that the customer would continue to use the pump until the replacement pump was received.